Manufacturer narrative:
(B)(6). (B)(4) - photorefractive keratectomy as it was the treatment for incomplete/difficult flap. (B)(4) has been revised to indicate incomplete flap/difficult flap. Incomplete flap/difficult flap. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that laser vision correction patient had bilateral ifs procedures with opaque bubble layer noted. When the physician was attempting to lift the right eye flap he noticed that it was difficult and felt that he may break through the epithelium (appeared incomplete). Physician claims the side cut had an appearance of a railroad track between 4 and 7 o''clock. He stated that there were obvious gaps in the sidecut in that area. The physician decided to not to attempt lift in left eye, abort excimer in both eyes and perform prk surgery at a later date. He also added that they had some issues controlling the temperature and humidity last week with temps in the high 70''s. Ifs procedures completed in both eyes. Excimer treatment not completed. Photorefractive keratectomy done 1 week post treatment and bcva (best corrected visual acuity) is 20/20 in both eyes.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and checked the system. He found no problem. System was already scheduled to be replaced. The de-installation occurred (B)(6) 2014 and new laser was installed. All pertinent information available to abbott medical optics has been submitted. Placeholder.